Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3 reference MFR. Report: 1627487-2014-26604 and 1627487-2014-26607. It was reported the patient never received effective stimulation and occasionally had difficulty recharging her ipg. The patient underwent surgical intervention and her system was removed. The patient plans to pursue other treatment options.